Event description:
Chronic hip pain (right side) and limitation in activity following a motor vehicle accident when patient was 15 years old. Patient has had multiple surgical procedures on it. Progressively worse pain over last 4 months starting in s1 joint area radiating through right buttock and going down to right posterior thigh. Occurs with weight bearing and at times with rest. Revision of right total hip arthroplasty.